Event description:
A plate, implanted in 2003 was removed 22 days later. Pt was treated for a fractured left proximal humerus, left distal radius and ulna. During followup at 2 weeks post-operative it was noted that the proximal humerus had completely torn apart and there was no contact between the bone surfaces. Plate and screws were removed.